Event description:
It was reported that that cardiosave, intra aortic balloon pump (iabp) does not read ECG trace. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(investigation findings).

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected field: e1(event site address). A getinge field service engineer (fse) inspected the device and identified that the EKG trunk cable assembly was excessively worn. The cable was replaced accordingly. Following the repair, the unit passed all functional tests.